Event description:
The tip of the a 6 fr. Sheath broke during endovascular procedure. When the sheath was pulled to replace with a bigger sheath. All pieces were retrieved at the conclusion of the procedure. FDA safety report ID# (B)(4).